Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was unknown. It was reported that once there was an issue where a patient had an MRI (magnetic resonance imaging) scan and the patient's pump did not "reset" afterwards. The patient did not have the pump checked after the scan but then the caller stated "the doctor's took care of the issue.¿ the caller does know the patient's name and reported she does not know if the patient has another manufacturer's pump. The caller was asked multiple times to clarify "reset," she was asked if she meant that the pump did not resume normal functioning after the scan and the caller did not answer. The caller was not ask further questions pertaining to this event as they were getting escalated. The physician name was unknown. There were no symptoms reported. There were no further complications reported/anticipated.